Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a crack lcd screen and partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was declined with troubleshooting for partial display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No missing segments or partial display noted. Device was monitored for a day and no missing segments or display anomaly noted. Device received with a cracked case behind the pump near the battery compartment and a scratched lcd window. (B)(4).

Event description:
Incident date has been changed to (B)(4), 2018.